Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the patient reported probably 4-5 weeks ago they took a bad fall and landed on their butt, they think they might have damaged the thing inside, they landed on that cheek and it was a super hard fall. The patient said now, it felt like it was not in the right spot, it was no longer in the same spot it was. If they sit down wrong, lay down on their bed wrong or sit on the toilet wrong, they felt pain. Offered and sent listings. Redirected to their doctor. During the call the patient said they had received a letter from the manufacturer about a year ago, but they were too busy to respond.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.